Event description:
I have had ongoing problems with the functioning of the disetronic accu-chek spirit insulin pump. This pump does not deliver the insulin it is programmed to deliver because of poor design and engineering. Insulin delivery is achieved by a piston screw, but sometimes, although the pump says it is delivering insulin, the piston does not move - it is audible when the piston moves. There are other issues with the screw caps over the insulin cartridge not seating correctly and needing to be replaced far more frequently than the manufacturer recommends. The luer lock provided by the cap leaks frequently so that the entire insulin dose is not delivered. To top it all off, the pump has never alarmed to indicate malfunction, especially clogging, the ultimate failure. Dates of use: 2008. Diagnosis or reason for use: type I diabetes mellitus.